Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right ventricular lead. The noise was noted on electrocardiograms. The physician suspected that lead fracture would soon occur. The patient has been referred to an extraction expert for his opinion and consultation. No determination of next steps have been made. The patient would continue to be monitored.